Event description:
It was reported that after a factory reset of an ilet, the user experienced hyperglycemia and sought confirmation of insulin delivery; troubleshooting confirmed flow by performing a fill tubing procedure with visible drops, and education was provided that the system would relearn dosing and that transient higher glucose values could occur. Symptoms included elevated blood glucose of 258 mg/dl without reported clinical manifestations. Outcomes included no need for medical intervention and no hospitalization. Investigation included user-guided verification of infusion line priming and delivery confirmation, as well as counseling on device adaptation after reset. Investigation of this case revealed no device alarms or malfunctions and no component issues observed during troubleshooting, with hyperglycemia considered of unclear cause possibly related to post-reset adaptation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.